Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that in the morning the customer's blood glucose was 353; it was treated with a correction of 5.5 units. Customer then had breakfast and gave an insulin bolus of 6.5 units. Blood glucose value was continuing to rise; it went up to 512 mg/dl; treated with manual insulin injection. During troubleshoot; it was stated the drive support cap is flush. It was stated that the customer fell the week before and hit her head; they had to go to a scan. Customer got back in contact and stated that it was found that there were air bubbles half way of the tubing. Customer was able to rewind and perform manual prime, insulin did exit the tubing. No insulin leaks found. Customer stated that time, date, basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test. It was advised that the customer should change the infusion set and reservoir. Nothing further reported.